Event description:
The customer used the suspect device to check their blood glucose and obtained a result of 465 mg/dl. They felt hypoglycemic and went into a coma. They were non-coherent and emts were called. When the emts arrived, they checked their glucose on their meter and the reading was 28 mg/dl. They were treated with a glucose IV. The device was replaced and requested to be returned for evaluation. The customer had stored the test strips out of the origianl capped MFR's vial. Labeling addresses proper storage and handling.